Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Product evaluation found that the lens was returned in liquid in a lens case/vial. Visual inspection found a tear on the haptic and the haptic bent. No similar complaints types events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a cq2015a, +22.0 diopter, intraocular lens in the patient's eye on 30 oct 2017. While loading the lens, the haptic bent. It was not implanted. The reporter was unable to provide any additional information.